Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During preparation for a pulsed field ablation procedure, a faradrive sheath was selected for use. The sheath was prepared on the table according to the instructions for use (IFU). The sheath was flushed in the forward direction as per IFU guidelines. At this point, the sheath had not been connected to any flush port. The physician then aspirated back on the sheath while the distal tip was submerged in fluid and observed a large column of air being drawn back into the syringe. Multiple aspiration attempts were made, but air continued to be drawn into the syringe. No air was observed coming from the distal end of the sheath, and it was noted that the hemostatic valve was the likely source of the air ingress. It was confirmed that the side port was closed to air. Despite this, further aspiration continued to draw air into the syringe, and it could not be ensured that the sheath was air-free. A dilator was not inserted into the sheath at any point. The sheath was replaced, and the procedure was completed without patient complications. No air was noted in the patient. The sheath is not expected to be returned for laboratory analysis as it was disposed.